Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined because an investigation could not be performed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On the same day, it was reported that the patient was feeling extremely sleepy, took a nap and lost consciousness. The patient was supposed to go out with his girlfriend. But the patient was unresponsive. The girlfriend and friends unlocked the door and found the patient. They called the paramedics and he was taken to the hospital. The paramedics took a bg reading which was 21 mg/dl and the cgm reading was 50 mg/dl. The patient regained consciousness in the ambulance. At the ambulance he was treated with juice and a tube glucose. At the hospital the patient was treated with IV medication. The patient was discharged at 11 pm the same day. At the time of the report the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.